Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The physician elected to replace the rv lead, however, during the procedure, the patient's superior vena cava ruptured and the patient expired.